Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period (less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
The (B)(6) male patient received cardiac clearance with intermediate risk (1-4% estimated chance of periprocedural cardiac complications), and was advised to proceed with bronchoscopic lung volume reduction (blvr). On (B)(6) 2020, patient underwent blvr with four zephyr 4.0 endobronchial valves placed in the left upper lobe. In the evening, the patient was non-compliant with ordered bedrest and went to the restroom on his own. Upon returning to bed, patient had chest pain. A chest x-ray showed a large pneumothorax, and a pigtail chest tube was placed within one hour. The chest x-ray was repeated and showed improved pneumothorax. Due to ongoing chest pain after placement, troponin and electrocardiogram (EKG) tests were completed. The results were consistent with non-st-elevation myocardial infarction. The chest tube was placed to suction from water seal due to slightly larger pneumothorax and ongoing leak. A chest x-ray showed improvement. On (B)(6) 2020, a cardiology consultation was obtained and catheter was done showing the left anterior descending and left circumflex arteries as diseased and calcified vessels, but overall patent. The right coronary artery was shown as a diffusely diseased vessel, and proximal and distal patent. The right patent ductus arteriosus was shown as patent. The posterolateral artery had 100% in-stent restenosis and the thrombolysis in myocardial infarction flow was zero. No stent was able to be placed, but balloon angioplasty was done in several areas. Later in the day, the patient experienced a cardiac arrest with bradycardia and wide complex on EKG. The patient was resuscitated per advanced cardiovascular life support protocol. Patient became asystolic and subsequently showed pulseless electrical activity. Patient was intubated. The intensive care unit team discussed critical illness with the patient's wife and did not want to take any further aggressive measures. Patient expired later in the night on (B)(6) 2020. The cause of death was deemed to be ischemic heart disease. Although the pneumothorax certainly was a stress to the heart, the patient's underlying ischemic heart disease caused an unforeseen acute myocardial infarction that lead to eventual death. The event of death is not related to valve placement or bronchoscopic lung volume reduction.